Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil, the pusher wire and the introducer sheath were returned. The main coil and the pusher wire were not interlocked inside the introducer sheath. The twist lock was opened. The main coil was stretched, kinked and detached at the interlocking arm. The pusher wire was kinked and stretched at the coil section. Since the pusher wire and the main coil were not interlocked, the functional inspection could not be performed. Microscopic inspection revealed the interlocking arm was detached. Dimensional inspection of the pusher wire and the main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil was stuck in the catheter. The target lesion was located in the gastric vein. A 22mm x 60cm interlock was selected for use. During the procedure, it was noted that the coil was stuck in the catheter. After many attempts, the coil still could not be advanced. The device was removed together with the catheter and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.